Manufacturer narrative:
Method and results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there is no examination of the explanted components from (B)(6) 2015, no MRI or histopathology results consistent with altr, no description of corrosion, no dated serial x-rays or MRI images available for review, and no examination of the explanted revision components. There is no evidence that the voluntary recall of the acetabular component was associated with an increased rate of component loosening. One millimeter of lucency five months post-operative without migration does not confirm pathology. Subsequent instability and pain were due to surgical technique regarding cup positioning, soft tissue tension and misplaced acetabular screw. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿ product history review: not performed as the device was not identified. Complaint history review: not performed as the device was not identified. Conclusions: the reported event of instability and malposition shell was confirmed. Based on the clinician¿s review, ¿subsequent instability and pain were due to surgical technique regarding cup positioning, soft tissue tension and misplaced acetabular screw. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿

Event description:
Update as per investigation- 'subsequent instability and pain were due to surgical technique regarding cup positioning, soft tissue tension and misplaced acetabular screw.'